Event description:
The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The customer delivered a correction bolus and performed a supply change to treat the bg.